Event description:
This spontaneous report was received on (B)(6) 2012, from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route- dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the toothbrush broke while using it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route- dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the toothbrush broke while using it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Based on the quality investigation, due to lack of lot number a batch record review could not be performed. The manufacturer performed a (B)(4) review of related product changes and manufacturing/facility issues dating (B)(4) 2010 to (B)(4) 2012 and noted no related product changes during that time. No manufacturing/facility issues were noted during the review period. A review of the data associated with this complaint category revealed no adverse trends. Based on acceptable document review and facility review, lack of a lot number and no adverse trends, a root cause could not be determined for this complaint. The case would be reopened and investigated accordingly upon receiving the lot number. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.